Event description:
A customer contacted beckman coulter inc., (bci) and reported that an erroneously high glucose (glucm) result was generated by the unicel dxc 800 pro synchron clinical system. The specimen was re-tested and repeated result was reported out of the lab. No erroneous result was reported out of the lab. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Root cause is still under investigation. No additional information regarding this event is available.